Manufacturer narrative:
Additional information was received that the infection was mild and the physician did not believe it was device or procedure related. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg found them to be satisfactory.

Event description:
A report was received that the pt was experiencing extreme heat and pain at the ipg site when she charged. She also had a brown circle on her skin around the ipg site. The physician examined the pocket and reported the ipg site may be infected. The pt was given antibiotics.

Event description:
A report was received that the patient was experiencing extreme heat and pain at the ipg site when she charged. She also had a brown circle on her skin around the ipg site. The physician examined the pocket and reported the ipg site may be infected. The patient was given antibiotics.